Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The device displayed a temperature error message on the generator and a leak in the distal end of the catheter was observed. The catheter was exchanged. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The device displayed a temperature error message on the generator and a leak in the distal end of the catheter was observed. The catheter was exchanged. The procedure was completed without any patient complications.